Event description:
It was reported that after a generator change procedure the patient's atrial lead presented with low pacing impedance. The patient was reprepped and the atrial lead was capped and replaced on (B)(6) 2021. There were no patient symptoms and patient was discharged.